Event description:
It was reported that there were unacceptable thresholds and non-capture. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfj102751v no anomalies found; full lead returned and analyzed